Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters. The patient's doctor prescribed a cream for the irritation and advised the patient to remove the lifevest. The outcome of the irritation is unknown.